Event description:
Reports the catheter is showing leakage at the junction. One catheter I day after placement, other, after 3 days of placement. Catheter is not sutured for fixation. Incident was detected in time; no danger for pt.